Event description:
It was reported that the device would not recognize the therapy cable assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction information: the initial medwatch report stated the catalog number as 3202487 and the serial number as (B)(4). Initial medwatch report should have the catalog number as 3202488 and the serial number as (B)(4). The initial medwatch report reads: (B)(4) 2006 of the initial medwatch report should read: (B)(4) 2004. Follow up information: physio-control further evaluated the device and determined that the cause of the reported failure was due to a missing boardstack connector, which connects multiple pcb assemblies. The device was previously repaired by physio-control for an unrelated failure and was reassembled incorrectly, without the boardstack connector. The device will be repaired and placed back into service for use.